Event description:
It was reported that the handle on a sliding mechanism broke. When applying pressure to the handle, the two screws snapped causing the handle to break. No piece of the broke instrument remained in the patient. There was no delay in surgery and the procedure was completed successfully. The patient status/outcome is reported as good. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the 314.291 lot 10-7739 collinear reduction clamp was received with the handle broken off at the screw anchorage. The device contains significant scratches and the distal teeth are worn and chipped. The reduction device is routinely used over a guide wire and most often when 6.3 & 7.5mm cannulated screws and intended for fracture fixation of large bones and large bone fragments. The device was manufactured in 11/2010 and is over 3.5 years old. The returned device shows evidence of significant rough use as indicated by the broken handle and the chipped worn distal teeth of the slide bar. This reflects use of the device against material (plate or other hardware) harder than bone for which it is solely designed to grip onto. Rough handling (dropping or devices dropped onto it) during reprocessing steps may also have been a factor in this complaint. The method of use for this device has led to this complaint. The relevant drawing was reviewed and determined to be suitable for the vintage intended design, application and dimensional conformity when used as recommended. The not recommended method of use for the device has led to this confirmed complaint and is not the result of a design deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.